Event description:
The customer reported that during preparation for a diagnostic radial endobronchial ultrasound procedure, the coating around the filament on the probe had pulled apart, and the filament was bare. The subject device was not used for the procedure. There was a delay, but no patient or user injury was reported due to the event. The device was returned to olympus for evaluation. During inspection and testing, there was leakage of ultrasonic medium from the insertion tube due to breakage of the insertion tube. This report is being submitted for the malfunction found during evaluation of the device (leakage of ultrasonic medium).

Manufacturer narrative:
During inspection and testing of the returned device, it was observed there was a ruptured part on the sheath of the insertion section that was twisted and cut. Ultrasonic medium leaked from the ruptured part. There was a dent on the tip of the sheath. There was no damage on the ultrasonic transducer part. There were no other twists or dents observed in the sheath of the insertion section, aside from the ruptured part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the ruptured part appeared to have been twisted and cut, it is likely that the internal blade could not function properly, catching in the internal sheath and resulting in twisting. Since there was a dent on the tip of the sheath, it is likely that external force was applied while the device was working. As it interfered with the blade inside the sheath, the device could not work properly. However, a definitive root cause could not be determined. The device's instructions for use provides the following cautions: ¿ freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasonic waves are emitted into the patient. Never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it. Do not attempt probe rotation while the ultrasonic probe is advanced abruptly. This could result in image flow and impeded or cause irregular rotation." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.